Event description:
To summarize this event, a 16mm amplatzer septal occluder (aso) was implanted in a female patient (B) (6) 2009 at (B) (6). On (B) (6) 2010, the patient presented to (B) (6) with complaints of dyspnea and fatigue during exertion. The patient had stated her symptoms are the same as they were before implant of the aso. An echocardiogram was performed and revealed a residual shunt with significant flow around both discs of the device. The aso was surgically removed.

Manufacturer narrative:
The results of this investigation are inconclusive since the implant echocardiograms or medical records were not provided to aga medical for review. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. Should additional information become available, aga medical will file a supplement report. The explant date was estimated.